Event description:
It was reported that the patient presented at the emergency room, symptomatic of dyspnea. Upon interrogation, it was noted that the right ventricular lead exhibited low pacing impedance and micro perforation was suspected. Repositioning of the reported lead was completed on (B)(6) 2022. The patient was in stable condition.